Manufacturer narrative:
The device remains implanted and in service; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range pacing impedance measurement of greater than 3000 ohms on the right ventricular (rv) channel. The involved rv lead is a non-boston scientific product. At this time, the device remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. Information stated that the patient was transferred to another hospital. No additional information regarding the patient's resolution was provided. Evidence suggests the device remains in service. No adverse patient effects were reported.